Event description:
The consumer via a manufacturer representative reported that in (B)(6) 2016, a few weeks before the consumer was seen at their physician's office on (B)(6) 2016, the patient suspected something was wrong, but wasn¿t sure what was wrong. The patient had two implantable neurostimulators (inss), which they believed were interfering with each other since the gastric device couldn¿t be read when the consumer was sitting or lying, and ¿kept stopping.¿ the statement of it "kept stopping" was in regards to the interference, the actual stimulation didn¿t stop. Once the consumer bent over the device was finally able to be read. The gastric device was implanted in the front left side and the spinal cord stimulation (scs) device was in the right buttock. On (B)(6) 2016 the manufacturer representative met with the consumer and noted both devices were on and the consumer was getting effective therapy with both. The manufacturer representative had not yet interrogated the scs system since they were unsure if it would cause any issues with the gastric device.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and manufacturer representative reported that the patient was not sure what the circumstances were that led to the interference between their implanted stimulators. The patient thought a wire may have moved. The step taken to resolve the interference was that a manufacturer representative was supposed to contact headquarters and then call the patient for the next step. The patient had never heard from the manufacturer representative since that day and the interference between the implanted stimulator had not been resolved. The manufacturer representative was able to reprogram the patient¿s scs device to cover the patient¿s pain and reprogramming went normal and they had no problems. The scs manufacturer representative had no problems with any interference. The actions taken to resolve the issue was that the patient was supposed to contact their gastric device manufacturer representative to see if there was a problem on their side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.